Event description:
It was reported that the console loses water in the lower part, right below the handpiece input, the customer tested the console before performing the treatment. A momentary replacement forklift was sent and there was no delay. After investigation it was noticed that the u.I. Assembly is corroded, and the handpiece is hard to turn.